Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken left belt clip rail, crack in the battery tube threads, crack in the case on the battery tube side which starts at the corner of the left belt clip rail, another crack in the case that starts from the keypad overlay and extends across the side, cracked middle (enter) keypad button. The pump was received with a battery cap that was missing a weld spot. In summary, the customer¿s report of a broken belt clip rail and a crack in the case both were confirmed during visual inspection. The pump does not meet specs due to the missing weld spot from the battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1880 and insulin pump was retuned for analysis.